Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was initiating therapy on the arctic sun device and received an alarm 14 (patient temperature 1 probe out of range). Mss explained that those alarms or alerts are typically related to either the temperature in cable or temperature probe. Mss confirmed that the temperature cable was in port one and connected to temperature source and they obtained another cable. Once attached to arctic sun device and temperature source, no other alarms were noted. Mss recommended registered nurse to notify biomed for potential future cable needs. Per follow up information received via phone on 11mar2022, initial reporter stated that after changing the temperature cable, there were no further issues. The therapy was completed successfully and there was no impact to the patient.

Event description:
It was reported that the nurse was initiating therapy on the arctic sun device and received an alarm 14 (patient temperature 1 probe out of range). Mss explained that those alarms or alerts are typically related to either the temperature in cable or temperature probe. Mss confirmed that the temperature cable was in port one and connected to temperature source and they obtained another cable. Once attached to arctic sun device and temperature source, no other alarms were noted. Mss recommended registered nurse to notify biomed for potential future cable needs. Per follow up information received via phone on 11mar2022, initial reporter stated that after changing the temperature cable, there were no further issues. The therapy was completed successfully and there was no impact to the patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to failed temperature cable. Alarm 14 (patient temperature 1 probe out of range). Mss explained that those alarms or alerts are typically related to either the temperature in cable or temperature probe. Mss confirmed that the temperature cable was in port one and connected to temperature source and they obtained another cable. Once attached to arctic sun device and temperature source, no other alarms were noted. Mss recommended registered nurse to notify biomed for potential future cable needs. Nurse, states after changing temperature cable, there were no further issues. Therapy was completed successfully and no impact to patient. All available information has been received. It is known that the device did not meet specifications and the device was influenced by the reported failure. The device was in use on a patient. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (arctic sun temperature cable) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.